Event description:
Hcp reported onset of infection was in 2004. Pt signs and symptoms were incisional wound opening and lead exposure. Cultures were obtained from the pt's blood--type of organism was not reported. Hcp reported the pt does not have meningitis. The pt was treated with IV antibiotics and partial device system explant. No devices were returned to the MFR for analysis. A follow-up report will be sent if additional info is received.